Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. The problem was not confirmed and cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's technical service center to report an issue of air in patient line on home choice (hc) device during fill 1. The peritoneal dialysis registered nurse (pd rn) stated that while in initial drain the hc proceeded to the fill cycle without draining the hp completely. The rn stated that as soon as the home patient (hp) proceeded into fill 1, the hp stopped the fill cycle. The rn requested assistance for performing manual drain. The baxter technical representative (tsr) assisted the rn however the drain volume was not increasing. The tsr had the rn close and open the transfer set, pull up all the tubing, move the patient line, clamp down the line and inspect patient line for kinks and occlusions. The rn stated that there was air in the patient line. The tsr had the rn to end therapy and advised to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.